Event description:
A reporter called to submit a report regarding his wife's freestyle libre 3 issues. He said the sensor is reading too low and when she checks her blood glucose using finger stick device it is higher than the freestyle libre reading. He said the quality control people are not doing their job at abbott. He said they received a new sensor yesterday, and the sensor is damaged right out of the box. Ref report: mw5162738.